Event description:
It was reported that the bd insyte autoguard straight experienced damaged packaging, resulting in a breach of sterility. The following information was provided by the initial reporter: packaging damaged when it arrived. Stated that the individual devices/packaging of devices were damaged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard straight experienced damaged packaging, resulting in a breach of sterility. The following information was provided by the initial reporter: packaging damaged when it arrived. Stated that the individual devices/packaging of devices were damaged.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 200 sealed 22g x 1.00in. Insyte autoguard units from lot number 2112423. The units were returned inside their respective dispenser boxes which were within a shipper box. A gross visual inspection found that the shipper box was crumpled in multiple areas and there was a small amount of tearing of the cardboard at the corners and on the crumpled areas. The dispenser boxes inside the shipper were crumpled on both the top and bottom of the box. The severity of the damage seemed to correlate with the areas that were damaged on the shipper box. This indicates that the damage occurred after the dispenser boxes had been placed inside the shipper box. The reported event was confirmed. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. This type of damage may be caused postproduction during shipping or storage (at the end user environment) due to inadequate storage/transportation conditions. A device history record review showed no non-conformances associated with this issue during the production of this batch.